Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon stated the patient experienced 'scratching on the knee' and presented to surgeon within 4 months of onset. Upon inspection during the revision, the poly component of the metal backed patella had broken off and broken into 2 pieces with evidence of scratching on the femur (from metal backed patella) and metallosis throughout tissues in the joint.

Manufacturer narrative:
No device associated with this report was received for examination. DHR reviews found no related anomalies or deviations. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.